Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional info has been requested but not yet received.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).